Manufacturer narrative:
Explanted components have been discarded. Therefore, cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery performed on (B)(6) 2025. Patient presented several years post-op with complaints of pain. Surgeon converted the prosthetic assembly from an anatomic configuration to a reverse due to no longer intact rotator cuff. Surgeon removed the pre-existing humeral head (part number 1322.09.480), neutral adaptor taped (1330.15.270), finned humeral body (part number 1350.15.110) and polyethylene liner for metal back (part number 1377.50.005), and implanted the reverse configuration consisting of a 36mm eccentrical glenosphere (part number 1376.09.031) with lateralized connector (part number 1374.15.314), a reverse 140° humeral body (part number 1352.15.011) and reverse liner +3mm (part number 1360.50.815). Surgery was completed as intended. Previous surgery is unknown, as well as lot number of involved components. Patient is male, date of birth february 22nd, 1950. The event occurred in the united states.